Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty power supply. The ventilator was not on the patient at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty power supply; the ventilator was not turning on. There were no error codes. A third party service provider inspected the device and replaced the power supply to resolve the issue. The ventilator was reported to be in working condition.